Event description:
It was reported during an acl (anterior cruciate ligament) reconstruction procedure, oily substance was leaking at blade end of the device. A readily available alternate device was used to complete the procedure, no adverse event was associated with the device.

Manufacturer narrative:
Additional information will be submitted once the quality investigation is completed.